Event description:
It was reported that the pt's new implant had impedance readings greater than 40,000 ohms on electrodes 0, 3, 4 and 6. No further details, pt symptoms or outcome were provided. Additional info was requested but not received at the time of this report. A f/u report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4).